Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a caster issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer ordered a locking caster. Further information regarding this complaint has been requested.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The customer replaced the locking casters to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.